Event description:
A female patient who received op-1 putty in 2005 for an unknown indication was hospitalized the following month for a mrsa sepsis. Testing included an MRI which revealed no infection. Treatment included antibiotics (not specified). The mrsa sepsis resolved. She additionally experienced the nonserious event of some mild serious drainage from the iliac crest bone site, and back pain. Outcomes of the nonserious events are unknown. The surgeon did not suspect the events were related to the use of op-1 putty.